Event description:
Boston scientific received information from a non boston scientific representative that this left ventricular (lv) lead had displayed out of range pacing impedance measurements greater than 2000 ohms along with a loss of capture and sensing. It was confirmed on fluoro that the lead showed a clavicular crush. There were no adverse patient effects reported. A request for additional information has been sent.

Event description:
Boston scientific received information that this lead was successfully replaced with a non boston scientific left ventricular (lv) lead. The lead has been returned for analysis and this report will be updated when analysis is complete. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Analysis found that the allegation of clavicular crush was confirmed. The conductor coils are fractured at 412 mm from the terminal pin, due to clavicular crush.

Manufacturer narrative:
According to our records, the lead remains implanted with no change at this time. This investigation will be updated should further information be provided.